Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01562 describes the other device. It was reported to boston scientific corporation that during the posterior portion of an anterior and posterior repair procedure using a pinnacle posterior pfr kit, the mesh leg assembly "broke" as the physician attempted to pull it through the patient's sacrospinous ligament. The physician made several attempts to pull the mesh leg through the ligament using forceps, however, the mesh leg broke at a new location during each attempt. During the first attempt, the break occurred at the suture, during the second attempt, the break occurred at the dilator and during the third attempt, the break occurred inside the dilator. Nothing detached inside the patient and the physician was able to complete pulling the mesh leg through the ligament using forceps. As a result of the issues described in this manufacturer report and those described in the related report, the procedure was delayed by 1 hour and 20 minutes, but was completed with this device and the concomitant device without any complications to the patient, who is reportedly "fine" post-procedure. The end result reportedly was a "very positive reconstruction."

Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.

Event description:
Note: this report pertains to one of two devices used during the same procedure. Manufacturer report # 3005099803-2010-01562 describes the other device. It was reported to boston scientific corporation that during the posterior portion of an anterior and posterior repair procedure using a pinnacle posterior pfr kit, the mesh leg assembly "broke" as the physician attempted to pull it through the patient's sacrospinous ligament. The physician made several attempts to pull the mesh leg through the ligament using forceps, however, the mesh leg broke at a new location during each attempt. During the first attempt, the break occurred at the suture, during the second attempt, the break occurred at the dilator and during the third attempt, the break occurred inside the dilator. Nothing detached inside the patient and the physician was able to complete pulling the mesh leg through the ligament using forceps. As a result of the issues described in this manufacturer report and those described in the related report, the procedure was delayed by 1 hour and 20 minutes, but was completed with this device and the concomitant device ((B)(4)) without any complications to the patient, who is reportedly "fine" post-procedure. The end result reportedly was a "very positive reconstruction."

Manufacturer narrative:
Visual analysis of the returned uphold mesh legs showed that the blue and white dilator were in four pieces, which confirms the reported complaint. Tool marks and kinking were observed along the length of both dilators. The needles were missing from both the dilators. It was reported to boston scientific corporation that the physician retains the needles for sharp count. The capio suturing device and uphold mesh assembly were not returned; therefore, an analysis is not available and we are not able to determine the relationship between the capio device or mesh assembly and this reported event. The directions for use for the device includes the following precaution statement: "avoid excessive tension on the mesh during handling and positioning to prevent damage to the device." The probable root cause for this event was determined to be operational context. The probable cause for the tool marks and kinking was found to be caused by the forceps that were used by the physician to pull the leg through the ligament.